Event description:
It was reported that the rigid video scope had damaged light guide. The issue identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section was broken; the light transmission was not given or too low; r-unit (charged coupled device) was broken; dielectric strength was inadequate; leakage current was inadequate; the image was not displayed; and the protector of the video cable section was cut. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.